Event description:
Ous MDR. After an implantation period of 8 months the lead was changed without problems due to noise on the rv-channel and an increasing impedance. The lead was returned to biotronik for analysis.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. The visual inspection showed ligature markings 23 cm distal of the is-1 connector pin. About 29 cm distal of the is-1 connector pin, a cut was detected in the insulation. At this site, blood had entered the lead. The kind of damage speaks for damage to the insulation during the explantation process due to the use of a scalpel. In addition, a kink in the rope conductor to the shock electrode could be seen during the visual inspection 6 cm distal of the df-1 connector pin. Proximal of this, the rope conductor showed a conductor fracture. The electrical analysis confirmed the interruption in conduction. The coating of the rope conductor was extremely stretched in this area, which indicates strong tensile forces. The position and kind of the damage speak for mechanical force impact on the df-1 connector during the explantation process. In the course of the mechanical analysis, a mandrin could be inserted into the lead only for 1.5 cm, which is why it was not possible to check the fixation mechanics. The inspection of the lead in this area showed an over-rotated inner conductor helix that was most likely caused by excessive backward rotation while dislodging the fixation helix. The inspection of the lead did not show any other deviations that could be related to the clinical complaint. The iegms that were contained in the enclosed follow-up data showed rising and falling amplitudes of the right-ventricular rhythm during the tachycardias. No indications of interference signals due to a lead defect could be seen. Based on the shock recordings and the episodes, it could be seen shocks had been induced on (B)(6) 2017. On (B)(6), the induced shocks with 28 j and 30 j were ineffective. A third charge process was terminated, probably by an external shock. On (B)(6), three shocks were induced, of which the 1-j and 30-j shocks were ineffective. The third, 40-j shock was effective. As mentioned in the complaint text, the pacing impedance showed a rise in the trend curve in the first months after the implantation with a subsequent drop to about 500 ohm with constant course. No x-ray images or other patient information was available that could provide insights into possible clinical causes for this. The shock impedance trend curve was unremarkable. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.